Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during routine infusion on (B)(6) 2023, the patient inspected and found that the junction of the septum membrane was broken, resulting in fluid leakage and blood return from the PICC catheter.